Event description:
It was reported ongoing intermittent occlusion alarms occurred. The occlusions led to the customer's blood glucose level to display as "high" though no specific value was given. To address the high blood glucose, the customer administered a correction injection and did not require third-party assistance. The customer resolved the issue by changing the cartridge and resuming insulin delivery.